Manufacturer narrative:
Correction to follow up report #2 (mwr-(B)(4)): the h 6. Type of investigation code of incomplete device returned (b19) was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the product was not sterile or usable. It was reported that the vizigo packaging was damaged beyond the sterile seal and this product was not sterile or usable. The pouch seal of the packaging inside the box was torn, compromising sterility. The device was not used on the patient but was discarded by the hospital after opening and decided not to proceed due to sterility issues. The packaging will be returned for assessment. There was no patient involvement.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that a sample is available for analysis. Therefore, once the sample is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Corrections to the initial report: full UDI has been populated to field d4. Primary UDI number. G1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. Correction to 3500a follow up report mwr-(B)(4).: the vizigo¿ sheath was not returned; however, the pouch of the device was returned. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the product was not sterile or usable. It was reported that the vizigo packaging was damaged beyond the sterile seal and this product was not sterile or usable. The pouch seal of the packaging inside the box was torn, compromising sterility. The device was not used on the patient but was discarded by the hospital after opening and decided not to proceed due to sterility issues. The packaging will be returned for assessment. There was no patient involvement. The pouch of the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation was performed in accordance with bwi procedures. Visual analysis on the pouch returned for the investigation was performed, and the pouch was found broken. No device was returned. A device history record evaluation was performed for the finished device 00002426, and no internal action was found during the review. The package damage and open pouch seal issues reported by the customer were confirmed. The potential cause of the pouch damage could be related to the handling of the device outside the manufacturing facilities; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: do not use if the package is open or damaged. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).